Event description:
It was reported that the user experienced hyperglycemia with a blood glucose around 230 mg/dl while using the ilet system, prompting troubleshooting for a potential infusion set or connection issue and a supply change; dosing was occurring but slowly, and two replacement cartridge/infusion set supplies were arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user, including review of dosing reports and onsite visual checks for leaks or other obvious issues. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.